Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has been returned and evaluated. The visual inspection found defects to the outer case, the keypad was also delaminated. The functional evaluation confirmed the device could not be charged, or operate on mains power, establishing a relationship with the event reported. The root cause was identified as a failed component on the power inlet circuit board. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed with similar instances recorded in the past three years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
The device used in treatment has been returned and evaluated, establishing a relationship between the event reported the visual inspection found defects to the outer case, the keypad was also delaminated. The functional evaluation confirmed the device could not be charge, or operate on mains power, with the root cause identified as a failed component on the power inlet circuit board. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed with similar instances recorded, however this investigation is now complete. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that during service evaluation the power pcb connector j2 was found broken and the keypad delaminated therefore the device cannot start up correctly and the battery cannot be recharged. No case involved.